Manufacturer narrative:
Per the user guide: the t:slim x2 system is indicated for use in individuals 6 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuing elevated blood glucose (bg over 530 mg/dl); cause was not known. Ketone level was moderate/large and was considered as being dangerous by a healthcare provider. Pump supplies were changed, infusion site was rotated. Bg was not lowering. Multiple injections were administered by the customer's parent to address bg as the customer is (B)(6). System check was performed; no device issues were identified. Tandem clinical diabetes specialist reported that after the customer met with healthcare providers, adjustments were made to the customer's dosing. No further issues were reported.